Event description:
It was reported that during device unpackaging and prior to use, the physician noted during the inspection that no stent was present on the stent delivery system balloon. Additionally, the stent implant was located on the protective mandrel stylet. The device was not used. There was no patient involved. A second device was used in the procedure without reported incident. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual inspection, functional testing and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.